Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the arterial clamp was not working. It was stated when changing crrt sets, a kelly clamp had to be used. No other information was provided.

Event description:
It was reported that the arterial clamp was not working. It was stated when changing crrt sets, a kelly clamp had to be used. No other information was provided.

Manufacturer narrative:
Product returned was not a bard product. Ibc reached out to customer and confirmed the complaint was regarding the non bard product.